Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between august 08, 2019 to august 09, 2019. H10: the device was received for evaluation. A visual inspection was done and observed a small tear at upper right edge of the bag. Functional testing was performed which revealed a leak at the upper right edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered at the dispensing room before treatment. There was no patient involvement. No additional information is available.